Event description:
Customer called to report a capsule that would not attach. When the doctor went to check to see if the capsule was attached, he noticed that the capsule was not attached to the esophagus. The doctor was able to retrieve the capsule by using a roth net. The pt was not injured.

Manufacturer narrative:
No pt injury has occurred following this incident.